Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had moved and was causing pain at the device location. When she sits or lays down, the device will shift. In the past 6-10 months she has had a brain lesion and passes out and falls a lot. The last time on (B)(6), 2010, the wire looked like it was away from the device, but the device worked. The pt has lost (B)(6) in the last yrs so the device moves around in the pocket. The pt was at home and reported being fair. Additional info has been requested, but was not available as of the date of this report.